Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tested during simulated treatment testing and met specifications. There were indications of dried fluid within the cassette compartment. There were no indications of equipment failure. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material,m and process controls were found to be within specifications. The clinical evaluation indicates there were no reported complications or infections as a result of this incident. This is a retrospective MDR being submitted by fresenius medial care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
Patient/user of the fmc device called tech support regarding an "air detected in cassette" alarm. Tech support attempted to assist her resolve the problem but was unable to do so. They advised her to setup new lines and begin a new treatment. When she opened the cassette compartment door, fluid leaked out. She was advised not to use the cycler and a replacement cycler would be sent to her. She was able to complete her treatment manually and continued capd while waiting for the replacement cycler to arrive. There were no reported complications or infections as a result of this incident.